Manufacturer narrative:
Additional information: d9 (return date), g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the green bar was visible in the indicator window and the safety feature was not engaged. The anvil of the instrument was observed to be tilted and separated from the instrument. Manufacturing analysis noted that the anvil cutting ring showed no traces of knife impression and there was no indication of staple marks on anvil pockets for firing action. Anvil cutting was crushed as an indication of force for tilt action to the cutting ring area. It was reported that there was difficult approximation, anvil tilted prematurely, and anvil disengaged. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not use the stapler with extra thick staple size (black) on any tissue that will not comfortably compress to 3.0 mm in thickness. The instrument should not be used if unusual effort is required to turn the twist knob in order to visualize at least a portion of the green bar in the indicator window and do not use the stapler if unusual effort is required to turn the twist knob in order to visualize at least a portion of the green bar in the indicator window. The safety will not release if the green bar is not visible in the indicator window, the instrument should not be used if unusual effort is required to turn the twist knob in order to visualize at least a portion of the green bar in the indicator window, always select a stapler with the appropriate staple size for the tissue thickness. Overly thick tissue may result in unacceptable staple formation and/or incomplete knife cut. Overly thin tissue may result in unacceptable staple formation and when the stapler is upsized or downsized for its staple height only (upsized from purple to black stapler or downsized from black to purple stapler) keeping the same lumen diameter, the anvil can be left in the anatomy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic endometriosis with discoid resection, excessive tissue incorporated into the barrel of the stapler. The device could not be closed. The anvil head tilted or bent prior to stapling. The anvil disengaged. No device component fell into the patient¿s cavity. There was no patient injury.